Event description:
During the infusion of an insulin drip, free-flow occurred. In less than 1 hour 80cc infused from a 100cc bag. There were 2 other recent free-flow events. The alaris medley lvp 8100 model pumps were inspected and the tubing membrane brackets were found to be cracked. When the door is closed, the broken bracket allows a gap and not regulating the fluid flow. Over 60 pumps throughout the facility have been found to have these cracks.